Event description:
Ventilator screen froze "system failure" message on screen, high pitch tone from vent and not ventilating patient. Np at the bedside, when event took place and bagged the patient. New vent brought by rt and replaced.